Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no audio on the mobile app. The patient stated she did not receive an audio alert when her blood glucose dropped. The patient lost consciousness and her husband called emergency medical services (ems). Unspecified medication and intravenous therapy were provided by ems and she was transported to the hospital. The cgm and bg values and her alert settings were not provided. The date and location of the sensor insertion was not provided. Data was evaluated and the allegation was confirmed. The patient reached the low threshold of 70 mg/dl at 05:20 pm with an estimated glucose value of 70mg/dl on (B)(6) 2019. The patient received the low alert at zero percent volume at 05:20 pm. This alert was acknowledged by the patient at 05:21 pm, before mute override would have occurred. The device functioned within specifications and patient settings. The probable cause could not be determined. No additional patient or event information is available.